Manufacturer narrative:
Additional information provided in d.9., h.2., h.3., h.6. And h.11. No technical inquiries were received from the customer. One opened probe was received, with a tip protector, in a tray, for the report. The sample was visually inspected and found to be nonconforming with orange/brown foreign material on the port face, inside the port and welded cap. The sample was then functionally tested for actuation. The sample was found to be nonconforming for actuation. The probe engine was disassembled, and the components inspected. Nominal wear observed on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Gouge marks observed at bend area. The needle holder and retainer were disassembled and visually inspected. There was no damage or flash to the o-ring or needle holder. The sample was retested for actuation with the probe driver and was able to actuate. The initial actuation test failed due to an interference within the probe and once the interference (needle assembly) was removed the probe was able to actuate. The probe engine was disassembled and the components inspected. The o-rings, spacer, and diaphragm are all intact. Excessive adhesive exceeding the specification for length at diaphragm. A review of the device history record traceable to the lot number obtained from the device's radio frequency identification (rfid) tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. Conformance achieved: the investigation conducted a non-conformance review of the lot number obtained from the device¿s rfid tag. No deviations were identified and all corresponding production release specifications defined in the device master record were met. Based on the evaluation of the information and materials received, the investigation was unable to identify the root cause or origin of the reported event. The complaint evaluation confirmed that the probe had an actuation failure. The exact cause of the actuation failure cannot be determined from the evaluation performed. A potential contributing factor of the actuation failure is the excessive adhesive observed on the diaphragm. As the root cause and its origin are inconclusive, further investigative or manufacturing actions are not warranted at this time. A non-conformance has been initiated to identify the root cause for the excessive adhesive on the diaphragm. A nonconformance investigation was completed to investigate the trend identified for probes with would not cut or actuate issues. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. Complaint data for all company products is reviewed monthly to monitor for adverse trends. During the last review, adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).

Event description:
The physician reported that actuating failure of the cutter was occurred and the cutter idles when the cut rate becomes low during the vitrectomy surgery. The condition of cutting and aspirating were unknown. The surgery was completed after replacing the product with another one. There was no impact to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Corrected information was updated in d.4. The manufacturer internal reference number is: (B)(4).